Event description:
It was reported that the right ventricular lead failed to capture 3 days post implant. The doctor suspected that the lead perforated the myocardium. The patient was placed on temporary pacing support until the following day when the lead was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead failed to capture 3 days post implant. The doctor suspected that the lead perforated the myocardium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Further testing revealed that the outer insulation was breached cut and there was apparent explant damage.